Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) had broken ECG cable. There was no patient involvement. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The EKG cable defective due to wear. The fse replaced the ECG leadwire set and ECG trunk cable. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.